Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose after breakfast and sometimes after lunch while using the ilet following a recent factory reset, with the user announcing, "less than" for meals to mitigate postprandial lows and requesting an appointment to review potential setting adjustments. Symptoms included hypoglycemia with a nadir of 64 mg/dl lasting approximately 2.5 hours, with device low alerts present and self-treatment using oral carbohydrates, without need for assistance or medical intervention. Outcomes included temporary health impact without hospitalization or lasting effects. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.